Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead returned and analyzed. Helix disengaged from helical channel, tip seal observation, and blood noted on distal conductor (not obstructed), helix mechanism, and helix mechanism (sleeve head).

Event description:
It was reported that during an implant, the screw would not re-extend after a second positioning attempt. The lead was not used and was replaced. No patient complications have been reported as a result of this event.